Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the device, and verified the customer reported malfunction. The cse replaced the aa batteries, and all segments were present during power on self-test (post). The unit passed all tests, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the pulse oximeter display was missing segments on the right side. No patient harm was reported. There is no report of death or serious injury associated with this event.